Event description:
After the crystalens was exchanged for an amo intraocular lens, the patient's condition has continued to deteriorate. At the last visit in 10/2005, the patient's bcva decreased to 20/60 and the patient continues to complain of halos and blurred vision. The physician believes that the abberations were likely due to previous lasik surgery.

Event description:
The physician reported that subsequent to cataract surgery with the crystalens iol, the pt complained of halos and decreased near vision. Although the pt's postoperative bcva was 20/30-1 and j5 (preop was 20/25-2), the astigmatism changed from +0.25 preop to +1.00 postop. The surgeon explanted the crystalens iol and replaced it with the amo ng1 iol. After the lens exchange was performed, the pt's bcva decreased to 20/40 and j6. It is unknown whether or not the device malfunctioned.